Event description:
It was reported that patient had revision due to failure to ingrow, loss of fixation, aseptic loosening acetabular component.

Manufacturer narrative:
An event regarding loosening involving a primary tritanium hemi cluster hole cup 46mm was reported. The event was not confirmed. Device evaluation not performed as the device was not received for evaluation. Medical evaluation not performed as no medical records were provided. Device history review. Indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review. Indicated that there have not been any other events for the specified lot. The reported event involves revision due to failure to ingrow, loss of fixation, and aseptic loosening of the acetabular component. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had revision due to failure to ingrow, loss of fixation, aseptic loosening acetabular component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.